Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. The customer's blood glucose level was not provided. Backup insulin therapy information could not be obtained by tandem technical support.